Event description:
The following information was reported to kci by the nurse: on (B)(6) 2012, v.a.c. Therapy was initiated to the patient's left leg wound. With the knowledge that the patient has a sensitivity to adhesives. On (B)(6) 2012, while the nurse performed a dressing change. She noted that the patient's skin was peeling while removing the drape and granufoam. The nurse also noted that granufoam overlapped onto the periwound. After removing the dressing, the nurse noted several hematomas around the periwound. The patient did seek medical attention and was admitted to the hospital where sharp debridement was performed. The nurse reported that pus formed on parts of the periwound. Intravenous antibiotics were administered at the hospital. On (B)(6) 2012, it was reported that the wound was healing.

Manufacturer narrative:
This report is being filed due to possible user error. Device labeling, available in print and online, states: the v.a.c. Drape has an acrylic adhesive coating, which may present a risk of an adverse reaction in patients who are allergic or hypersensitive to acrylic adhesives. If a patient has a known allergy or hypersensitivity develop, such as redness, swelling, rash, urticaria, or significant pruritus, discontinue use and consult a physician immediately. If bronchospasm or more serious signs of allergic reaction appear, seek immediate medical assistance. Consider use of a skin preparation product to protect periwound skin. Do not allow foam to overlap onto intact skin. Protect fragile/friable periwound skin with additional v.a.c. Drape, hydrocolloid, or other transparent film. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge, or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/orthostatic hypotension, or erythroderma. If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c. Therapy should be discontinued.